Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, we were unable to prime unit during prime test due to faulty force sensor resistor. We were unable to perform occlusion test and excessive no delivery test due to prime anomaly. The insulin pump was received with cracked case at display window, cracked battery tube threads, stained end cap sticker and minor scratched lcd window. There is not discoloration on the wires noted and wires are in good operational condition.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose. The blood glucose reading was 395 mg/dl. The customer experienced symptoms of nausea and dizziness. The customer had attempted to correct but it did not work. The customer was treated with insulin at the hospital. The customer was wearing the insulin pump at the time of the event. The drive support cap appeared normal and recessed. The customer found one long air pocket in the tubing and was assisted in priming it out. Insulin exited with a manual prime and no leaks were observed. The insulin was clear and not expired and the insertion site was not sore or irritated. The customer was advised to remove the infusion set and reported that the cannula was not bent. A motor error alarm occurred during the high pressure test. The insulin pump passed the displacement test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.